Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 43 mg/dl. The customer was treated by paramedics. The customer was shaky and was seeing white spots before when the realized their blood glucose was low. The customer stated that they had a sinus infection and was told by their doctor that they needed to be checked out for gastroparesis. The customer did not troubleshoot the issue. The customer did not return the product back for analysis. N"